Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead became dislodged. Additionally the lead exhibited a high capture threshold and failed to pace and sense. Pacing was eventually successful, but then the pacing impedance measurements became high and out of range. The lead was then replaced to complete the procedure. Patient had no consequences as a result of the event.